Event description:
It was reported that during insertion the guide wire did not pass smoothly through arrow raulerson syringe. The guide wire became kinked. As a result, a new kit was opened and placed successfully. There was a delay in treatment with no treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4).